Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: vamc4646b100tu, serial/lot #: (B)(4), ubd: 08-feb-2018, UDI#: (B)(4); product ID: vamc4242c200tu, serial/lot #: (B)(4), ubd: 24-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size on an unknown date. It was reported that the patient received re-intervention (valiant captivia and endoanchors) to correct a type ia and a type ib endoleak and migration. The events were resolved and the patient was discharged from hospital. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported type ia endoleak is continuing after treatment with endoanchors with no plans for further treatment. The re-intervention procedure was carried out approximately nine months post index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.